Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. .a review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
I follow up with cameron cole situation and he just found out that sometime next month nov. 2018, they will have bd field service to do some upgrades and cameron manager decided to put the 4 new devices on hold to be upgraded to a lower software version on 8015ls devices. Cameron cole need assistance on 8015ls s/n (B)(4), they received 4 new 8015ls add devices with v9.33 and with abgn network card . Cameron existing 8015ls main processor v9.17.1.6 with abg network card. Cameron re-flashed the new devices from v9.33 to v9.17 after re-flashing the new devices, he tried to turn off and then turn on the device, but will not boot up on a normal display mode and is showing an error code 100.1250, cameron decided to try replacing the abgn network card and try plugging in the abg network card, that seems to be working and able to boot up on a normal display and verified the software version on the main processor v9.17.1.6 I recommended to make sure that the network configuration package has an option to configure on the abgn network card. Cameron will talk to his it and verify the network config package settings.